Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, and there was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was still under warranty. The customer was advised to use manual daily injections to ensure insulin delivery remained uninterrupted while awaiting the replacement pump. Customer instructions included putting the pump into storage mode, returning it within 10 days using a prepaid label to avoid charges, and programming and connecting their settings and cgm to the new pump. The customer understood and acknowledged all instructions, and a replacement pump was sent.